Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a lead revision procedure, the physician was unable to engage the set screw and remove the lead from the device header. The lead was cut. The device was explanted and replaced. The patient was stable and would continue to be monitored.